Event description:
Patient reporting pump is asking for setup code, pump was programmed before shipping to patient, pump reset self back to unprogrammed state, sent programmed replacement pump. Did the reported product fault occur while in use with a patient: yes. Did the product issue cause or contribute to patient or clinical injury: no. If yes, was any medical intervention provided: please explain. Actual device available to be returned for investigation: yes. Dose or amount: 0.036 ml/hr. Frequency: continuous. Route: sq. Dates of use: (B)(6) 2017. Diagnosis: pah.